Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm for 10 seconds. The device was simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.